Event description:
Subsequent to filing the initial report, update to event details: it was reported that the procedure was performed to treat a lesion in an unknown vessel. A 3.5x48mm xience skypoint was attempted to be advanced to the lesion; however, resistance was felt and the stent was noted to break. The xience stent was replaced with a non-abbott device and the procedure was completed. There were no reported adverse patient effects nor clinical delay. Additionally, the device was received and the analysis could not confirm the broken stent and revealed that the struts of the stent were flared. The account confirmed that the stent struts were noted to be flared/lifted and not broken. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported material deformation was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction - medical device problem code 1069 was removed and code 2976 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 3.5x48mm xience skypoint was attempted to be advanced to the lesion; however, the stent was noted to break. There were no reported adverse patient effects nor clinical delay. No additional information was provided.